Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump time clock is too fast. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was gaining up to 9 minutes over a 30 day period. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with the current time and date and monitored for ten days. The time has not drifted and is accurate. Time and date function performed properly. The pump was received with a scratched case, a fading and peeling end cap address label, a stained keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.